Manufacturer narrative:
Field service was dispatched to the account and performed multiple troubleshooting steps, including cleaning the architect c16000 analyzer ict reference cup (rohs) (part number 2-201664-02) that was designated as the likely cause of the issue. No subsequent discrepant or erratic results were reported after the cleaning was completed. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate and the service and support manual addresses troubleshooting, removal, and replacement of the ict reference cup (rohs) (part number 2-201664-02). The issue was resolved through standard troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely low patient values for sodium results were generated using the architect c16000 analyzer ict module. (B)(6). Sodium (na) initial 101, repeat on another analyzer 139 mmol/l. No impact to patient management was reported, and no unnecessary treatment was given to the patient.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.